Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via (B)(6) transmission. The transmission showed that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing and r-wave amplification. Programming changes were anticipated at the patient's next visit. No intervention was performed at this time. The patient was in stable condition.

Manufacturer narrative:
Correction b5: the statement should be, "the transmission showed that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing and a decrease in r wave amplitude," instead of "the transmission showed that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing and r wave amplification."

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The transmission showed that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing and a decrease in r wave amplitude. Programming changes were anticipated at the patient's next visit. No intervention was performed at this time. The patient was in stable condition.

Event description:
New information received notes that an asymptomatic patient presented remotely via merlin.net transmission. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Programming changes were made, but the issue persisted. Further programming changes were discussed but not performed. The patient had no adverse consequences.